Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found,the stylet/guidewire was kinked/buckled,the distal lv (low voltage) electrode of the lead was covered in blood,damaged during use. The analyst also noted:stylet returned is kinked at 35 and 36.5cm damaged at implant attempt, used a fresh stylet, test passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the electrical values were fluctuating and the stylet could not be fully inserted. The lead had a possible fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.